Manufacturer narrative:
No device was received for analysis at the time of submission of the initial 3500a. Since the product was not returned for analysis, no product failure analysis can be conducted and no determination of possible contributing factors could be made. As such, the investigation will be closed. If the complaint device is received in the future we will reopen the complaint and perform the investigation as appropriate. Device history record (DHR) review cannot be conducted because no lot number was provided by the customer. (B)(4).

Event description:
It was reported that a patient, (B)(6), male, underwent an ischemic ventricular tachycardia (isvt) procedure with a smart touch bidirectional catheter and suffered a cardiac arrest which required cardiopulmonary resuscitation (CPR). The patient expired. The procedure went well. They mapped out the scar and did scar isolation. The catheters were pulled, the sheaths were being removed and pressure was being held. The staff was beginning to turn the room over and then the patient went asystole. They performed CPR for over an hour. While performing CPR, they checked for an effusion and used fluoroscopy to see if there was any thoracic bleeding. All was clean and clear. The patient&#38112;diagnosis pre-procedure was an ischemic ventricular tachycardia due to a myocardial infarction which according to the maps was pretty substantial. The physician's opinion regarding the cause of this adverse event is that it was possibly anesthesia related. Since this adverse event required medical or surgical intervention to preclude permanent impairment of a body function or permanent damage to a body structure, it is to be considered serious and MDR reportable.

Manufacturer narrative:
On september 21, 2016 additional information was received on the event. There was no malfunction with the biosense webster, inc. Equipment. A transseptal puncture had been performed but there was no effusion. The exact wattage was not known. An estimation was 30 or 35 watts. (B)(4).